Event description:
It was reported that the knot on the device would not completely tighten which resulted in suture breakage. It was confirmed that both t's remained in the patient. The surgeon had a back-up device available and did not experience any delay. Fixation was successfully obtained with the back-up device. No patient injury or procedural complications resulted.